Event description:
The tech alleged that the brakes are setting but not holding. No pt impact.

Manufacturer narrative:
The tech found a broken hex rod. The tech replaced the brake steer hex to resolve the issue.